Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pu mp had keypad anomaly. Customer's blood glucose was 7.2 mmol/l. The customer stated intermittent/ no response of act button. The customer stated that the device was not bumped or dropped and battery was changed but anomaly persists. The customer was advised that the device will be returned for analysis and was replaced by (B)(4).

Manufacturer narrative:
The escape button was unresponsive due to corroded keypad traces. The functional testing could not be completed due to the unresponsive button. The insulin pump had a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.